Manufacturer narrative:
The medical team believed the reported event to be possibly related to the device and patient condition. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Lvad patients are at risk for arterial non-cns thromboembolism and stroke due to intravascular volume that passes through the device. There is the potential for thrombus formation and embolization to the major organs and peripheral vascular system. Mitigation is achieved primarily by anti-thrombotic therapy and medical management. Based on the available information a definitive root cause cannot be conclusively determined; however clinical factors that may have contributed are multifactorial and may be attributed to subtherapeutic inr, past medical history significant for stroke and smoking, progression of cardiac disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Arterial non cns thromboembolism and stroke are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management. The IFU also provides anticoagulation guidelines to reduce the occurrence and severity of arterial non cns thromboembolism and stroke. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of these clinical adverse events. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of occurence. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the clinical study database that this patient was admitted to the hospital with complaints of left upper extremity pain, numbness and tingling with left limb cyanosis. International normalized ratio on admission was 1.2.  Ultrasound results of the left upper extremity (lue) revealed a nearly occluded left subclavian, axillary and brachial artery.  The patient was subsequently taken for thrombectomy of the lue and bovine pericardial angioplasty.  Analysis of the left extremity thrombus was consistent with blastomyces.  As a result the patient was also started on a six week course of intravenous (IV) amphotericin.  She was also administered IV heparin.  Two days later, the patient exhibited changes in mental status with right sided weakness.  Computed tomography (CT) head scan results confirmed an acute infarct of the left occipital lobe with hemorrhage.  Heparin was discontinued and the patient was taken back to the operating room for craniotomy and evacuation of subdural hematoma.  The patient was subsequently discharged to a rehabilitation facility for strengthening and left arm wound with weakness. The event was considered resolved as of (B)(6) 2016.  No further information was provided.